Manufacturer narrative:
Philips service checked system connections and performed a reboot, temporarily resolving the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that extremely long boot-up and shutdown times on a azurion 7 m12. The clinical use of the system was outside of use. There was no reported patient or user harm.